Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
Customer reported that the insulin pump has scratches on the lcd screen. Customer stated that the device was not dropped of bumped. Customer stated that sometimes it is hard to read the screen. Blood glucose value is 104 mg/dl. Nothing further reported.